Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of hi on the meter (over 33.3 mmol/l) with excess thirst, urination, and excitability. The reporter indicated that when the cartridge was changed the cartridge compartment was observed to be wet. The reporter confirmed that there was no noted damage to the cartridge or tubing. This report is made based on the allegation that the patient experienced hyperglycemia associated with an indication of potential cartridge leak.

Manufacturer narrative:
The device has not been returned; retained samples were pulled and evaluated by product analysis on 07/31/2014 with the following findings: no failures were observed upon incoming inspection. The pump cartridges were cycled and filled with no difficulties and no air bubbles were formed in the cartridges. A cartridge leak test was performed and no leaks were observed from anywhere on the cartridges. Cartridge force testing confirmed that the cartridge forces were within specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.